Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an open and raw sore under the back electrode from the lifevest equipment. The patient also reported that the lifevest digs into the skin. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed mupirocin 2% cream for the skin irritation. Follow up indicated that the cream helped the skin irritation to improve.